Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient was currently hospitalized with bladder pain. The healthcare provider at the hospital wanted someone to come check the device to see if the device was causing the bladder pain. The role of the manufacturer representative was reviewed and the caller was provided with the national answering service (nas) phone number to give to the nurse. The patient was currently at the hospital, and was redirected to their healthcare provider to further address the issue.